Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on august 28, 2025, with lot number 2084110. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "ruptured" confirmed via MRI. Later healthcare professional reported "entire rupture" via returned good authorization. This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "ruptured" confirmed via MRI. This record is for right side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured" confirmed via MRI. This record is for right side. Device remains implanted.